Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found that a faulty scope socket caused the locking mechanism to malfunction and affected scope slide detection. In addition, the front panel had intermittent blinking and had small cracks and was discolored. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had a processor malfunction. The issue was found during preparation for use. There were no reports of patient harm.

Event description:
The reported event occurred during preparation for use of a diagnostic procedure. The procedure was completed the next day using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to b5, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 communication error occurred due to a faulty scope socket. Additionally, it¿s likely the front panel was blinking and the video function was not working due to the scope socket locking mechanism and scope detection slide mechanism not functioning properly. However, a definitive root cause of these events was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to correct information that was provided in the initial medwatch report. Correction to information provided in g3 of the initial medwatch report: the customer's original complaint will not cause or contribute to death or serious injury if the malfunction was to recur. Olympus became aware of reportable malfunctions noted in b5 on 27nov2023. Olympus will continue to monitor field performance for this device.

Event description:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, it was observed that the scope connector had poor contact and the front panel had malfunctioned. This report was submitted to report the malfunctions found during device evaluation.